Manufacturer narrative:
Preliminary testing performed by zoll medical (B)(4) could not replicate the reported user advisory (ua) 21 (position change does not coincide with motor direction) message . However in the archive data review they observed several ua 21 and ua 8 (motor controller fault detected) messages during the reported event date. Additionally azm (B)(4) observed the flexible patient restraints were broken. Note that the investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check the autopulse platform (s/n (B)(4)) displayed a user advisory 21 (position change does not coincide with motor direction) error message. To troubleshoot the issue the customer powered the device off and on, without success. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the autopulse platform was performed and found that the head restraint wire was broken and the battery clip was bent. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the autopulse platform displaying a user advisories (uas) 21 (position change does not coincide with motor direction) and ua8 (motor controller fault detected ) messages. The autopulse platform is a reusable device and was manufactured on september 2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the autopulse platform's archive was performed and found multiple occurrences of user advisories (uas) 21 and ua8 on the reported event date of 01/20/2016, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint of the platform displaying a user advisory 21 and ua8 was not replicated. Further investigation found a defective motor controller board caused the reported ua 21 and ua8. In summary, the reported user advisories (uas) 21 and ua8 were confirmed in the platform's archive data . The root cause was determined to be a defective motor controller board . The physical damages found during visual inspection are also unrelated to the customer's reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse.